Event description:
On (B)(4) 2014, olympus biotech received a study report for a post-marketing study conducted in (B)(6) which was entitled (B)(4). This was a retrospective study which compared the effectiveness of rhbmp-7 (osigraft/op-1 implant) and autologous bone grafts in upper and lower limb non-union fractures. In this report, adverse events included four patients (no patient identifiers) who developed pyrexia. On (B)(4) 2014, follow-up information (including patient identifiers) was received. This is a report concerning a (B)(6) female patient ((B)(6)), who had two prior surgeries for a close fracture of the femur and received osigraft (op-1 implant) concomitantly which plating on (B)(6) 2010 for the femoral non-union. She developed pyrexia during hospitalization. The pyrexia resolved on an unknown date. There was clinical union reported at 9 months and radiological union at 12 months after the osigraft implant. The study investigator assessed this event as non-serious and possibly related to osigraft/op-1 implant. The manufacturer assessed this event as possibly related and of unknown seriousness. No further information is expected. Cases (B)(6) were reported by the same author and occurred during the same post-marketing study.